Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due supraventricular tachycardia with t-wave oversensing and changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options to the field and the s-ICD remains in service. No adverse patient effects were reported.